Event description:
It was reported to philips that during an interventional colonoscopy procedure, the system did not produce x-rays, and the procedure was aborted. Due to the lack of information, we are conservatively reporting this event as a serious injury. An investigation into this complaint has been initiated by philips.